Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue with the pump and moisture behind the display. Reportedly, there was no damage to the pump casing and the battery cap¿s yellow o-ring was not showing at the time of the alleged power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: a review of the black box indicated multiple reboots had occurred on (B)(6) 2014. Visual inspection revealed that the battery compartment was cracked. The returned battery cap was able to fasten securely to the pump. The pump powered on to a blank display screen. Within three minutes of powering on, the pump alarms with an audible tone and vibration alert per normal operation. Leak testing showed a leak at the display lens. The pump casing was removed and there was evidence of moisture contamination found inside the pump, on the display flex cable and connector. Additional testing for the alleged power issues could not be completed due to the blank display, which was determined to be caused by the moisture ingress.